Event description:
Healthcare professional reported ¿cc grade iii¿ and ¿rupture dx during surgery¿. This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d6a

Manufacturer narrative:
Clarification to d6a implant date: partial date of 1995 has been removed as it is before the manufacturing date of the device a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non-penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported ¿cc grade iii¿ and ¿rupture dx during surgery¿. This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and rupture.

Event description:
Healthcare professional reported ¿cc grade iii¿ and ¿rupture dx during surgery¿. This record is for the left side. Device was explanted and replaced. Device will be returned.